Event description:
(B)(4). Initial report: this spontaneous non-serious case from (b)94) was reported by a physician via company rep to our local affiliate (B)(4). This case involves a female (age nos) who received poly-l-lactic acid (sculptra) on an unspecified date, indication, dosage not specified. Relevant medical history includes that the pt developed a cyst many yrs ago following treatment with poly-l-lactic acid (new fill). No concomitant medications were reported. On an unk date, the pt developed a cyst on her right cheek. The second treatment the cyst was not noticable to the doctor and the pt did not mention it. After the second treatment the cyst "apparently" got bigger. The cyst was removed by a plastic surgeon on an unk date. Both cysts were histologically cysts and not granulomas.

Manufacturer narrative:
(B)(4). A causality assessment was not provided. Addendum for f/u info received on 01-jul-2009: ptc results revealed: brr (batch record review) without hint to root cause. Since no lot # is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.